Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's family contacted dexcom on (B)(6) 2016 to report that the patient passed away. A date and cause of death were not reported. A certificate of death was not provided. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No additional event or patient information is available.